Event description:
Information was received indicating that at approximately eighty-two (82) hours during continuous infusion of blincyto (250 cc at 2.5 cc/hour) a leak at the filter was found on a smiths medical cadd administration set. It was reported that the patient subsequently went to the emergency room to have the line flushed and capped. Per reporter the patient then went into ambulatory care for a new bag and tubing set up and to have premedication repeated. No adverse patient effects were reported. It was further reported that the product problem did not cause or contribute to any patient clinical injury. The patient had an interruption to therapy of greater than 4 hours which resulted in the requirement of additional pre- medications to prevent a reaction. The patient resumed therapy after a repeat of the pre-medications. An additional day of therapy was added to account for the delay.

Manufacturer narrative:
Outcomes attributed to adverse event: selection made for: required intervention to prevent permanent impairment. Event description updated.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that at approximately eighty-two (82) hours during continuous infusion of blincyto (250 cc at 2.5 cc/hour) a leak at the filter was found on a smiths medical cadd administration set. It was reported that the patient subsequently went to the emergency room to have the line flushed and capped. Per reporter the patient then went into ambulatory care for a new bag and tubing set up and to have premedication repeated. No adverse patient effects were reported.